Event description:
It was reported that after surgery, they clamped the three-pronged portion of the foley catheter with a metal clamp and returned to the hospital ward. Then, the clamped tricuspid part leaked from sterile water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery, they clamped the three-pronged portion of the foley catheter with a metal clamp and returned to the hospital ward. Then, the clamped tricuspid part leaked from sterile water.

Manufacturer narrative:
The reported event was not confirmed. Four photos were received for evaluation. The first photo was a top view of the three-way silicone catheter. The second photo was a zoomed in view of the trifurcation site. The third photo was a zoomed in view of the tip of the catheter with deflated balloon. The fourth photo was of the inflation cap with batch number ngjr2164. Received 1 all silicone foley catheter with syringe. Visually inspected the catheter and no physical defects were present. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) with the returned syringe and it inflated properly. Asymmetrical 80:20 was present. The catheter rested with no leaks. Connected the returned syringe and the balloon deflated passively in under 5 minutes: 1 minutes 4 seconds, with no issues or cuffing. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed; therefore, labelling and device history reviews are not required. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.